Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed due to high readings also, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Event description:
The customer reported via phone call that the sensor alert history included multiple sensor errors, calibration errors, and lost sensor. The sensor's cannula was bent. Customer's blood glucose level was 423 mg/dl. The customer's sensor glucose readings were low. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.